Event description:
Two screws were implanted during a right bunionectomy. At some point in past 6 years patient noticed a lump. Recent x-ray showed screws fractured. To date, screws have not been removed.